Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that the minute ventilation accelerometer (xl) was going to the maximum sensing rate (msr), with arm movement. The xl was turned off and the rate still went to the msr. The xl feature on its own, worked better and does not quite meet heart rate needs of the patient. The device was reportedly not moving in pocket; however according to technical services (ts), information suggests it could be moving. Data analysis found no anomalies. The patient reportedly wanted the device removed. Extensive troubleshooting was performed between ts, engineers, and the field representative. Reprogramming is to occur. No adverse patient effects were reported.

Event description:
Additional information indicated this pacemaker was repositioned. The device was moved 2 inches more medial and 1-2 inches more inferior. The device was not previously sutured down and was sitting on the patient's shoulder. The field representative will leave the minute ventilation (mv) feature programmed to passive, until the wound check and then turn it on for mv optimization. No additional adverse patient effects were reported.

Event description:
Additional information reported, indicated that this pacemaker was removed and replaced, as the issue did not resolve. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This product has been returned and device evaluation was completed.